Manufacturer narrative:
Product complaint # (B)(4). Clinical code: (B)(4). Component code: (B)(4). Additional information was requested to contact the patient's doctor and obtain photos, and the following was obtained: patient said she does not want j&j, to contact doctors. The patient said that she would rather wait until after the results of her investigation with the hdc. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2020 and the mesh was implanted. It was reported that within days of the operation the patient was experiencing pain and discomfort and requested a urology referral from the doctor after months of the pain and discomfort. It was reported that the patient experienced bladder failure, crushed urethra and mesh cutting through the vagina. It was reported that the patient had emergency surgery on (B)(6) 2021 to remove the mesh. It was also reported that the patient was not in the right frame of mind when making the decision to have the mesh implanted and was concerned that the doctor implanted the mesh incorrectly. The patient does not think there is anything wrong with the product. It was also reported that the patient needs another bladder device because of the bladder failure.